Manufacturer narrative:
(B)(4) - lens damaged in delivery system. Evaluation method: lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most probable cause of the event was manipulation related. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm micl 12.6 implantable collamer lens, but the lens broke upon insertion into the injector. The back-up lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.